Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) visited the customer to address the reported event. The fse confirmed reported error and also observed the loader foot stalling. Fse found a tip wedged in the loader foot path and removed the tip. Fse then ran the rack rotation test five times without error. Fse verified instrument is functioning as intended. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2300] s.loader step feed failure is generated when the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to operator error: tip stuck behind loader.

Event description:
A customer reported getting 2300 s. Loader step feed failure error message with the aia-900 instrument. The customer reported that the instrument was rebooted twice but the error persisted. Technical support specialist (tss) instructed the customer to perform an all set home which was successful but when the customer put a rack on, the error reoccurred. The rack will go part way in and the error occurs. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.